Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies, per visual inspection. The device was also received with a cracked case at display window corners, cracked display window and cracked battery tube threads, as well as minor scratches on the display window.

Event description:
The customer's spouse called and reported that the buttons on the insulin pump were not working, following a button error alarm. Customer's blood glucose was 109 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.